Event description:
The patient reported that at 2.2v was perfect, then suddenly, a couple weeks prior to the report, the device malfunctioned and the patient experienced a sudden change in therapy. It was indicated the patient use to feel stimulation in her butt, but did not feel it anymore. The therapy was on, and the patient wanted help to increase stimulation. It was noted that the patient wore diapers as a precaution because she could not hold it. The patient stated that she went to her healthcare provider (hcp) and was told that the device malfunctioned. The hcp wanted the patient to go to headquarters to have a test done where she was hooked up to wires. The patient expressed that she did not want to do that. During the report, the patient was able to increase stimulation to 2.5v. It was indicated that she could feel stimulation. Additional information received from the hcp included that the patient had increased fecal incontinence and had no awareness of stimulation. Interrogation was performed with no error found. The hcp indicated that there were no issues with the device, and the patient did not know how to use the programmer. The hcp provided instruction to the patient, and the device was reprogrammed. It was noted that the patient was taking acidophilus. The patient was implanted for urinary dysfunction, sacral nerve stimulation, and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.